Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal varices ligation procedure performed on (B)(6) 2024. During preparation outside the patient, after opening the package of the ligation device, it was found that the distal bands were automatically deployed. The device was immediately replaced, and the procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5, block h6 (device codes), and block h11 have been updated based on the additional information received on january 3, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic esophageal varices ligation procedure performed on (B)(6) 2024. During preparation outside the patient, after opening the package of the ligation device, it was found that the distal bands were automatically deployed. The device was immediately replaced, and the procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on january 3, 2025: it was clarified that during the procedure, the bands adhered together and would not deploy.